Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Top case was cracked by front corners. Bottom case was cracked by l-bracket screw. Plunger head was cracked by all screws. The root cause of the reported issue was found to be normal wear of the drive train assembly. The pump was over 8 years old. Actions were taken to mitigate the reported issue: replaced motor assembly and top case. Performed all functional test which passed.

Event description:
It was reported that the pump had a motor error and scratch on clear cover. No patient injury was reported.